Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Please reference related manufacturer report no: 2015691-2019-03970, 2015691-2019-03972, and 2015691-2019-03973   per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to literature review, and as documented in a technical summary written by edwards lifesciences ¿clinical technical summary for complaints-conduction disturbances/ heart block¿, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. In this case, there was no allegation or indication a device malfunction contributed to these adverse events.  The exact cause of the conduction disorders cannot be determined based on the limited information provided in the article. It is unknown if the events were related to procedural complications or patient co-morbidities.  The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
The date of the events is unknown. According to the article the date range for this event(s) is from september 2015 and january 2019.  For this reason, the first day of the range was used as the occurrence date. This report represents the 71 patients reported to have required permanent pacemaker post procedure. This is one of four manufacturer reports being submitted for this case. Investigation is ongoing.

Event description:
As reported in the published article ¿comparative outcomes of balloon-expandable s3 versus self-expanding evolut bioprostheses for transcatheter aortic valve implantation¿, a single-center retrospective analysis was performed of all consecutive transcatheter aortic valve implantation procedures performed through the transfemoral approach with either sapien 3 (20, 23, 26, 29 mm) valve or a non-edwards valve at the hospital between september 2015 and january 2019. Final comparisons were made between 452 s3 patients and 129 non-edwards valve patients. Device implantation was successful in all patients. The need for valve post-dilation was lower in the s3 group. The following ¿procedural¿, ¿in-hospital¿ and ¿30-day clinical outcomes¿ events were reported to have occurred among the s3 group: one patient had valve embolization during the procedure. One patient had a coronary obstruction during the procedure. Six patients had moderate post procedure aortic regurgitation, and nine had moderate aortic regurgitation 30 days post procedure. Seven patients had in-hospital transient ischemic attack/stroke and 8 had transient ischemic attack/stroke 30 days post procedure. 55 patients experienced bleeding/vascular complications (as defined by the sts/acc tvt registry¿s adverse event definitions v2.0.) And 71 patients required permanent pacemaker post procedure.